Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Device evaluation: the device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the on/off power button gasket and switch consistant with mis-handling. The service was declined, and the device was returned unrepaired and labeled not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.